Event description:
Hearing aid stopped working from one and both ears unpredictably. Won't sync with auto or laptop or phone including while driving or listening to safety instructions. Hearing aid usage is associated with decrease depression, injuries, and isolation. The failure of these devices can cause serious issues that aren't readily apparent.